Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement of 7.5mm, the indeterminate endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. The procedure related harms for this complaint are a persistent type I endoleak at the proximal end of graft. However, there are cautionary product use conditions as the patient was reportedly lost to follow up and there was revision of a previously placed graft. The final patient status was reported as discharged to home on postoperative day one and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2009 with the implant of an intuitrak bifurcated stent graft and an intuitrak infrarenal aortic extension. The patient was treated for a type ia endoleak with lateral displacement on (B)(6) 2017 with the implant of an afx vela infrarenal, an afx vela suprarenal nd an afx limb stent graft. (Reported under MFR# 2031527-2017-00456.) It was reported on 25 november 2024, that the patient had been lost to follow-up and the aneurysm had enlarged to 12cm, and there was an indeterminant endoleak. Reintervention was performed on (B)(6) 2024 with the implant of two afx vela infrarenal, an afx vela suprarenal and an ovation ix extender. At reintervention it was believed that the indeterminant endoleak was resolved. However, the computed tomography scan (B)(6) 2024 showed a possibility that there is still an indeterminant endoleak. The patient will be sent to another physician for a second opinion. The patient s reported to be doing well.